Manufacturer narrative:
(B)(4). This complaint is for a report of an user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation cause of the complaint is use error. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
While troubleshooting with (B)(4), the nurse explained that it was possible that the bags may have been re-spiked. (B)(4) assisted the nurse in ending therapy. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.